Event description:
It was reported that the right ventricular (rv) lead exhibited increasing impedance. The lead remains in use for further monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1028t st jude lead, implanted: (B)(6) 2002. (B)(4).